Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation through complaint information, deformation is a possible cause of the failure. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer returned the ultrasonic gastrointestinal videoscope to the service center for separate issue. During the device analysis, the service repair technician indicated the probe cover (c-cap) on the probe unit was found to have sharp dents. There was no patient involvement.